Event description:
It was reported that during central processing, the large hem-o-lok clip applier was broken. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have hairline cracks on input axis numbers 6 and 7. The instrument was installed on an in-house system for functional testing and did not move intuitively. Additionally, the instrument failed the clip test due to misapplication of the clip. It was noted that the instrument was able to pass engagement and retention of the clip through engagement but could not apply the clip.